Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #:m-4800-01, serial #: (B)(4). .stockert 70 system: model #:m-5463-01, serial #: (B)(4). Coolflow pump: model #:m-5491-02, serial #: (B)(4). Lasso nav variable eco catheter: model #:d-1343-01-s, lot #:15873457l. Webster 20 pole catheter: model #:d-1171-35-s, lot #:15845154m. (B)(4). The temperature cut-off setting was set to 40 degrees and the flow setting was set to 15cc/min. The sheath used was the st. Jude sl1. The act was maintained greater than 350s. If untreated it would have possibly been life threatening. The event did not cause impairment of a body function. It was unknown the length of the hospitalization stay. The patient fully recovered. The causality of the adverse event was both device and procedure related.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a high impedance of 300 ohms was noted and ablation with the thermocool sf navigational catheter was stopped immediately. A pericardial effusion was discovered and confirmed by echo. Protamine was given to the patient and a pericardiocentesis was performed and 400 cc of fluid was removed. After a sufficient waiting period of time and the effusion was stopped, heparin was given to the patient and the procedure was continued. The procedure was then completed. The patient was stable and under observation. Upon request, the bwi field representative provided additional information on the event. The physician's opinion regarding the causality of the tamponade was that it was a very unusual occurrence regarding power, time and contact. It was unknown if there were any other factors that might have contributed to the tamponade. The physician did not experience any difficulty in manipulating the catheter. During ablation, the impedance rose rapidly from ~110 ohms to ~300 ohms. The physician was notified immediately and ablation was stopped at which time the physician checked the intracardiac echocardiography (ice) and determined that a small pericardial effusion was present. There was medical intervention. Within a minute, the physician gained access to the pericardial space and began removing fluid, while protamine was administered to reverse anticoagulation. Approximately, 300ml were removed. A 2-d echo was performed to confirm the fluid removal. There was only one ablation application before the event. The rf generator was set to "power-control" mode at 40 watts.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, a high impedance of 300 ohms was noted and ablation with the thermocool sf navigational catheter was stopped immediately. A pericardial effusion was discovered and confirmed by echo. Protamine was given to the patient and a pericardiocentesis was performed and 400 cc of fluid was removed. After a sufficient waiting period of time and the effusion was stopped, heparin was given to the patient and the procedure was continued. The procedure was then completed. The patient was stable and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.